Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported lead fracture was not confirmed. The damage found was sustained during the surgical procedure.

Event description:
A non-dependent asymptomatic patient presented to the clinic with vf episodes due to noise. High impedance, capture and sensing anomaly were observed. The lead was fractured. The lead was explanted.